Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl 10000 mcg/ml at 3000 mcg/day via an implantable pump for non-malignant pain. It was reported that the personal therapy manager (ptm) displayed code 8476 (motor stall). The patient had an MRI done ¿a couple hours ago.¿ when they started the MRI, the attendant said the pump would be turned off for 2-4 hours. The patient was going to follow up with their healthcare provider (hcp). The consumer asked if a manufacturing representative could check the pump. There were no reported symptoms. There were no further complications reported.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that it was unknown if there was a device issues, patient/therapy issue, or procedure issue with regards to the MRI and motor stall. The time the motor stall occurred was unknown. It was unknown what diagnostics/troubleshooting were performed. Actions/interventions taken included waiting for the stall to recover. It was unknown if the motor stall had been resolved. The patient had not been to the clinic since his MRI. The hcp noted the patient] would have notified [the hcp] if their ptm was not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.